Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began treatment with dianeal pd2 ultrabag 2.5%, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis, requiring hospitalization. On an unreported date in (B)(6) 2010, the patient began treatment with fortum 250 mg ip twice daily. The root cause of the peritonitis was unknown. The outcome of the peritonitis was reported as resolving. Dianeal therapy continued. The nurse considered the event of peritonitis to be unrelated to dianeal therapy.